Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the handpiece overheated and would not oscillate during the procedure. There was no patient impact.

Manufacturer narrative:
Analysis found that the customer's complaint of overheating could not be verified. The device came in with seized thumbwheel and the motor was running rough and was making a whining noise. The cable was cut and there was motor failure. The device could not be tested due to noise. If information is provided in the future, a supplemental report will be issued.